Event description:
On (B)(6) 2024, this patient underwent an endovascular procedure for treating a stenotic lesion from the right common iliac artery to the right external iliac artery using gore® viabahn® vbx balloon expandable endoprosthesis (vbx). Prior to the vbx implantation, the physician pre-dilated the calcified vessel with a non-gore balloon catheter to secure the access route to the target lesion. The physician inserted the vbx into the sheath, but in midway of its delivery, the vbx was advanced outside of the sheath. Reportedly, the physician failed to deliver the vbx to the target lesion due to residual calcification. Upon withdrawing the vbx into the sheath, the stent graft was caught on the proximal end of the sheath and got dislodged. The delivery catheter was removed, but the stent graft was left inside the patient. The physician used a non-gore balloon catheter to catch the dislodged stent graft, moved it to the stenosed right external iliac artery, and successfully dilated it to the target lesion. The delivery catheter of the vbx was re-inserted to perform post-dilation. The procedure was completed without harm to the patient. The patient tolerated the procedure. The physician admits that the stent graft dislodgement was attributed to his technical error in which he withdrew the stent graft back into the sheath after advancing it outside of the sheath.

Manufacturer narrative:
Heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. The reported endoprosthesis dislodgement could not be independently confirmed as no items were returned for an assessment of product performance. However, the field reported the user withdrew the vbx device delivery catheter into the introducer sheath, and at that time, the stent graft was caught on the sheath and dislodged. Therefore, the root cause of the stent dislodgement is consistent with unintended use error as reported, specifically user tries to remove delivery system with stent still mounted. The IFU contains instructions concerning device withdrawal and warns against the retraction of a fully introduced stent-graft into the sheath to prevent dislodgement. The IFU instructs the user to withdraw the endoprosthesis close to the sheath to allow removal in tandem if withdrawal prior to deployment is necessary. The gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), for the appropriate region and time-period, was reviewed with respect to the complaint detail, and there are applicable statements. The IFU states the following: "do not withdraw the gore® viabahn® vbx balloon expandable endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore® viabahn® vbx balloon expandable endoprosthesis back into the sheath can cause dislocation and/or damage to the endoprosthesis, premature deployment, deployment failure, and/or delivery system separation. If removal prior to deployment is necessary, withdraw the gore® viabahn® vbx balloon expandable endoprosthesis to a position close to but not into the introducer sheath. Both the gore® viabahn® vbx balloon expandable endoprosthesis and introducer sheath can then be removed in tandem." W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.